Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone), fentanyl, clonidine, and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that a pump motor stall and service codes 234 (pump stopped) and 232 (stall occurred) upon interrogating the pump on 2025-06-04. The healthcare provider (hcp) confirmed that the patient had magnetic resonance imaging (MRI) on 2025-06-04 at the time of the stall. The patient did not experience any symptoms of withdrawal. The agent reviewed information around sm2 pumps and telemetry state; advised the hcp to proceed with refill and measure the expected versus actual volumes and to check logs again for a motor stall recovery.